Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure in the common femoral artery (cfa) using an indigo system aspiration catheter 7 (cat7), an indigo system lightning bolt aspiration tubing (lightning bolt), and a sheath. During the procedure, the physician completed one pass with the cat7. While advancing the cat7 to the target location, the physician was unable to torque the cat7 and noticed the cat7 fractured on the distal end. The proximal portion cat7 was removed. The physician advanced a balloon catheter over the fractured segment of the cat7 and pulled into the sheath. The procedure was completed by connecting the lighting bolt directly to the sheath. There was no report of an adverse effect to the patient.